Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The e1 "telephone number" field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The event can be detected/prevented by handling the device in accordance with the following sections of the instructions for use: chapter 3: preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Chapter 5: endoscope reprocessing of the instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water supply volume did not meet the standard value, due to clogging of the nozzle the air supply volume did not meet the standard value, due to clogging of the nozzle the water removal ability did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, the adhesive on the bending section cover rubber had a crack, the adhesive on the bending section cover rubber had white-clouded area, the scope connector was dirty due to water leakage, the scope connector had discoloration, the connecting tube had a scratch and a dent, the up/down knob had corrosion, the protector of the universal cord on the s-connector side had a scratch, and switch 1 had wear. The device was cleaned, disinfected, and sterilized, the air/water nozzle was flushed with air/water, and detergent. The nozzle was wiped/brushed with a clean lint free cloth, brush or sponge with no delays and no abnormalities observed. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water supply volume did not meet the standard value, due to clogging of the nozzle the air supply volume did not meet the standard value, due to clogging of the nozzle the water removal ability did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, the adhesive on the bending section cover rubber had a crack, the adhesive on the bending section cover rubber had white-clouded area, the scope connector was dirty due to water leakage, the scope connector had discoloration, the connecting tube had a scratch and a dent, the up/down knob had corrosion, the protector of the universal cord on the s-connector side had a scratch, and switch 1 had wear. The device was cleaned, disinfected, and sterilized, the air/water nozzle was flushed with air/water, and detergent. The nozzle was wiped/brushed with a clean lint free cloth, brush or sponge with no delays and no abnormalities observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope was not sending water. The issue was observed during a therapeutic procedure. The device was inspected before use with no abnormalities observed and the procedure was finished with no other details provided. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.